Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat an extremely tortuous and calcified vessel. After implanting one stent proximal to the tortuosity, the 2.5 x 18 mm xience was attempting to go distal, but it would not cross. It was either hanging up on the previously implanted stent or on the calcium, and during the pushing attempts the stent dislodged onto the shaft of the sds. The device was removed and there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member and in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The stent implant had dislodged and was on the distal shaft 4 mm proximal to the proximal seal. The stent implant was loose on the shaft. There were two flared struts on the distal end of the stent implant and two flared struts on the proximal end of the stent implant, row 4 and 5. There was no other damage noted to the stent implant. The balloon had loose folds. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the tip or inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the stent implant outer diameters. The outer diameters met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product and stent. The analysis of the returned sds is consistent with the reported info that the product was prepared for use and inserted into the pt's body. Analysis noted the stent implant was loose on the distal shaft just proximal to the proximal seal. The balloon was loosely folded with crimp marks between the balloon markers which suggest the stent was properly placed on the balloon at the time of MFR. The loosely folded balloon appears to have resulted from the stent dislodgment and/or possibly post procedure handling and could also explain the presence of contrast inside the balloon. There were no kinks noted to the tip and inner member and no other damage noted to the sds. The tip seal length and outer diameter of the stent implant were measured and met mfg criteria. It is likely that the anatomical conditions contributed to the failure to cross and likely interacted with the previously implanted stent which may have also contributed to the failure to cross and may have subsequently led to the noted stent damage and reported stent dislodgement. It should be noted that instructions for use states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In this case, the reported failure to cross and stent dislodgement appear to be related to procedural circumstances. There is no indication of a stent delivery system product deficiency. Product performance engineering will monitor the incident circumstances. To help ensure stent dislodgement is not the result of a mfg deficiency, all stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. This MDR is considered closed by the product performance group.